Event description:
It was reported that the ventilator had an issue. No more information was available. Patient involvement is unknown. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had an issue with leakage. The ventilator was investigated by our field service engineer on-site and the inspiratory pipe, tube, muff and membrane were replaced which solved the issue. No replaced parts were returned for technical investigation. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#:(B)(4).